Manufacturer narrative:
Correction/additional information: the internal fixture was not explanted, only the abutment was removed. This report is submitted on september 15, 2021.

Manufacturer narrative:
This report is submitted on august 13, 2021.

Event description:
Per the clinic, the patient experienced infection at the implant site, and was treated with oral antibiotics. The device was explanted on (B)(6) 2021.